Event description:
It was reported that a screw came loose out of the handpiece during a surgical procedure. There are no reports that anything fell into the site. Another device was used to complete the procedure without a procedural delay. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the manufacturer for testing. An evaluation will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.